Event description:
Customer alleged that the intellidrive will run in reverse when unit is engaged. No injuries were reported.

Manufacturer narrative:
According to a hill-rom technician, the right side intellidrive push handle was inoperable. He replaced the handle and now bed works as specified.